Event description:
Additional information received indicated the noise on the atrial lead resulted in oversensing.

Event description:
During preparation for an unrelated procedure, episodes of noise were observed on the atrial lead. Insulation damage was suspected but was unable to be confirmed to be the cause of the reported noise. No intervention was performed at this time. The patient was stable and will continue to be monitored.